Event description:
It was reported that the patient's right atrial leadless pacemaker (ra lp) presented with high capture thresholds and possible diaphragmatic stimulation resulting in discomfort. The patient cardiac symptoms were worsening, not as a result of the ra lp, but as a result of frequent running. The physician elected to upgrade the ra lp to a dual chamber pacemaker (pm) to address these worsening symptoms. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Reported events of a capturing problem and therapy delivered to incorrect body area were not confirmed. Visual inspection of the device found no anomaly on the outer or inner helix; the helix lengths were within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including output verification, found no anomaly contributing to reported event of a capturing problem.